Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple power source alerts when attempting to charge the pump, despite attempting to charge in a wall outlet and multiple computer usb ports. There was no reported adverse impact to the customer. Reportedly, the pump charged completely after the customer continued to charge the pump in the computer usb port.